Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging. The device was returned with the product mandrel in the guidewire lumen and protective tubing over the balloon. The balloon was tightly wrapped upon removal of the tubing. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The catheter was prepped with an inflation device filled with water connected to the inflation port. The device was inflated to its rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal end of the left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. During pre dilatation, the balloon was inflated twice. During the first inflation, the balloon was inflated at 6 atms. During the second inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal end of the left anterior descending artery. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. During pre dilatation, the balloon was inflated twice. During the first inflation, the balloon was inflated at 6 atms. During the second inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.